Manufacturer narrative:
Product investigation summary: the returned instrument was examined and the complaint condition was able to be confirmed as the head was found to be broken off of the instrument¿s shaft. The threaded distal tip was found to be intact with clean and well-defined threads. No definitive root cause was able to be determined; however, the failure mode is typically associated with off-axis malletting during helical blade insertion. The helical blade coupling screw is a component of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. The coupling screw is specifically utilized, along with the helical blade inserter, for proximal nail locking with a helical blade. The coupling screw is passed through the inserter and threaded into the helical blade forming an assembly. The inserter is then passed through a blade guide sleeve and advanced using ¿light hammer blows¿ to the back of the coupling screw. The returned instrument was examined and the complaint condition was able to be confirmed as the head was found to be broken off of the instrument¿s shaft. The threaded distal tip was found to be intact with clean and well-defined threads. No definitive root cause was able to be determined; however, the failure mode is typically associated with off-axis malletting during helical blade insertion. The relevant drawings for the returned instrument were examined (both current revision and from the time of manufacture): top-level, shaft, and cap. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Part number: 357.377, synthes lot number: 4546588: release to warehouse date: may 06, 2003. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an initial trochanteric fixation nail (tfn) procedure to repair a femur fracture, the helical blade coupling screw broke at the tip into two pieces. There were no fragments generated as a result of the break as the tip of the device broke cleanly into two pieces. All pieces were retrieved and did not fall into the patient. There was no reported surgical delay or medical intervention. Another helical blade coupling screw was used to complete the procedure successfully. The patient's outcome was reported as good at the conclusion of the procedure. This is report 1 of 1 for (B)(4).